Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule h6 codes: health effect - clinical code - e2010 needle stick/puncture

Event description:
Dexcom was made aware on 05/20/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction extended beyond the patch perimeter which occurred 4 days after the sensor had been inserted in the arm. The patient went to the hospital on (B)(6) 2024 around 6 am to see her doctor because she had skin swelling, redness, and a lump. The patient was treated with an unremembered antibiotic by an unspecified route. At the time of the report the following day, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.